Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor displayed a ¿cgm offline ¿ enter bg¿ alert while the sensor still indicated remaining wear time, which led to a temporary loss of cgm connectivity with the ilet system. Symptoms included no reported adverse clinical effects. Outcomes included the user restoring cgm connectivity and continued system use. Investigation included case monitoring and user follow-up regarding cgm reconnection. Investigation of this case revealed that the event was consistent with transient cgm signal loss without identifiable responsible device and resolved after reconnection, with no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with intermittent communication disruption.